Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Manufacturer contacted customer with followup phone calls for knowing customer's conditions;customer stated had not improved,currently feeling thirsty, had frequent urination and headache. The customer declined any medical attention was needed at time of call back. Several follow up phone calls attempted made to talk to customer and ensure the new product replacement is not giving hi results;unable to talk to customer.

Event description:
Costumer reported complaint for hi blood glucose test results. During the call on (B)(6) 2016, the customer stated she was feeling thirsty and had a headache. The customer stated that earlier that day when she tested herself she received a reading of hi. The customer stated that she then gave herself her normal dose of insulin. The customer stated before calling that she received an e-5 error message and then a message of hi following that. Customer was advised to seek medical attention. Customer stated she was going to do so and wanted to end the call. The customer stated she is concerned with tests results from results obtained of 400 mg/dl and hi. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. During the call back on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all results customer advise that the hi could mean the blood result is above 600mg/dl. The customer is having symptoms regarding high blood results but declined any medical attention at this time. She had taken the blood results fasting. She has not had any changes in her diet or exercise. No back to back blood test was performed since the customer had eaten within 30 minutes before the call. Again I did advise the customer to seek medical attention if needed or to contact her doctor if needed. Again she declined.